Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 314.3 cm from the end of the sma connector to the end of the exposed glass tip. The exposed glass tip measured 4 mm and appeared in good condition. There was no light from the sma connector, indicating a fiber fracture within the connector. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed no light from the sma connector, indicating a fiber fracture in the connector, which likely lead to the reported complaint of fiber failure to fire. Additionally, the exposed glass tip was observed to be in good condition. It is likely that procedural handling of the device during set-up or use contributed to the fiber break within the connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on november 18, 2020 that a flexiva 200 tractip laser fiber was used in a flexible ureteroscopy (furs) procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis 100 watt laser console with the laser setting 0.6 joules and 12 hertz. According to the complainant, during the procedure, when the physician was going to start the treatment, nothing happened and they didn't get any energy from the fiber. The physician disconnected and reconnected the fiber, but it still did not get any energy. The procedure was completed with another flexiva 200 tractip laser fiber.